Event description:
It was reported that a continuous beeping was experienced. Unknown/no patient injury.

Event description:
It was reported that a continuous beeping was experienced. Unknown/no patient injury.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Review of the event history log showed occurrences of "no disposable" alarms. Functional testing was unable to duplicate the reported issue. Based on the investigation, the complaint allegation was not confirmed. The downstream occlusion sensor, which was noted to be defective, was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.